Event description:
It was reported that the unspecified bd¿ syringe leaked during use. Additionally, the customer reported experiencing "higher than normal" blood glucose levels of "324 mg/dl". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer reported 1 syringe leaking and 1 syringe with a dull needle." "Customer stated he was unsure if the leaking came from the cartridge or from the syringe customer believes the leaking was from cartridge as customer is experiencing higher than normal bg: 324 mg/dl ".

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe leaked during use. Additionally, the customer reported experiencing "higher than normal" blood glucose levels of "324 mg/dl". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "customer reported 1 syringe leaking and 1 syringe with a dull needle." "Customer stated he was unsure if the leaking came from the cartridge or from the syringe. Customer believes the leaking was from cartridge as customer is experiencing higher than normal bg: 324 mg/dl."